Event description:
One of the device's internal battery contacts appeared to be blackened and charred. No pt injury was reported. Pt indicated that the device has continued to operate normally. Technical support requested the return of the suspect product and replacement product was shipped.